Event description:
Customer received a troponin t result of 0.101 ng/ml for one pt sample. The pt was admitted to the cardiac telemetry unit due to shortness of breath and the positive troponin t result. An inch nitro patch and aspirin were administered to the pt. The pt had a second sample, drawn at the same time, tested simultaneously on another analyzer and gave less than 0.010 ng per ml. This result was ignored and only the elevated troponin t result was reported. The pt insisted she was not having a heart attack, both samples were rerun in 2009, giving less than 0.010 ng per ml each time.

Manufacturer narrative:
The field service rep was unable to determine a cause for the discrepant result. He performed artificial medial and tsh test.